Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim. The reporter stated there was no recent trauma to the pump. This complaint is being reported because the reported display screen issue was not resolved with trouble shooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was noted to be cracked below the grip pad. In addition, the keypad was torn at the up and ok buttons. The contrast and up keys were responding intermittently; upon opening the pump the investigators found that the up key contact was inverted. The keypad cover was removed and evidence of contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.